Event description:
It was reported the customer received a motor error alarm after priming their insulin pump. Customer's blood glucose was 171 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to the insulin pump was accidentally cut however, the motor tested ok. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked case near the display window corners noted during our visual inspection.